Event description:
It was reported that the device screw broke while insertion procedure. There is not significant delay and no patient injuries. All pieces were removed on patient.

Manufacturer narrative:
One 4.75mm healicoil rg sa inserter and suture were returned for evaluation. Anchor was not returned for examination. Visual assessment of the inserter and suture showed no abnormalities. It is difficult to perform an accurate evaluation of a failure without having the failed product or the pertinent clinical details to consider. As such the complaint is being closed without conclusion.